Event description:
On event date, the end-user called minimed, USA and stated that the tubing was detached from site while sleeping. On october 2001 maersk medical received the complaint and the used tubing.